Event description:
Event description guidant received information that telemetry was unable to be established with this pacemaker. In addition, there was no evidence of pacing therapy and the device was unresponsive to magnet application. The device was also within the bounded population affected by the hermetic seal advisory issued on this model pacemaker on july 18, 2005. The patient was to be scheduled for a replacement procedure.